Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced recurring pump issues including rapid battery depletion, an unresponsive touchscreen that impeded meal bolus delivery, and repeated ¿restart 65¿ audio over/under current alerts despite restarts and a charged battery, with no visible screen damage. Symptoms included a contemporaneous blood glucose of 180 mg/dl was noted. Outcomes included device replacement and provision of two chargers at the user¿s request, along with user education and guidance on data sync and startup for the replacement device. Investigation included user interview, device restart attempts, firmware update check, and confirmation of hardware condition as reported by the user. Investigation of this case revealed persistent alert behavior and touch input failures consistent with hardware malfunction affecting the user interface and power/audio subsystems. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of unknown root cause pending return and assessment. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.